Event description:
It was reported to boston scientific corporation that a jagwire was used during a stenting procedure performed on (B)(6), 2010. According to the complainant, resistance was felt when the device was inserted into an unknown cannula. When the device was removed from the patient, the coating of the device was found to have peeled approximately 5cm from the tip of the device. Additional information revealed that no fragment of the guidewire fell into the patient. The procedure was completed with another jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a jagwire was used during a stenting procedure performed on (B)(6), 2010. According to the complainant, resistance was felt when the device was inserted into an unknown cannula. When the device was removed from the patient, the coating of the device was found to have peeled approximately 5cm from the tip of the device. Additional information revealed that no fragment of the guidewire fell into the patient. The procedure was completed with another jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Visual inspection was performed. The distal tip section was examined. Pebax section (tubing) exhibits evidence of being present, intact, and properly coated. When hydrated, the coating feels smooth, consistent and lubricious. No anomalies were observed. The entire length of teflon sleeve (polytetrafluoroethylene, ptfe jacket) was examined. It was noted that ptfe sheath exhibit evidence of being damaged between 15 cm and 23.5 cm proximal from the distal tip section thereby exposing the core wire. Upon closer examination, the ptfe jacket surface indicates that the coating surface had come into contact and/or rubbed against a heated object dissipating several sections. Except where noted, the specimen appears visually correct, the incident device does not present any indication of manufacturing defect or anomaly. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. Based on the evidence presented by the returned incident device, there is a high likelihood that the most probable cause for the failure reported was cause or contributed by another device. The customer did not allege having seen the damage or defects prior to use. Therefore, clinical practice or procedures may have impacted on the event as reported. This device meets the recognized standard for high frequency electrosurgical leakage current when used with the boston scientific sphincterotomes. Removal of the guide wire in not necessary during sphincterotomy, if the following precautions are observed as stated in the directions for use, dfu: "if the wire is removed during sphincterotomy, turn the electrosurgical generator power down, remove the wire, and gradually increase until acceptable cutting effect is achieved. The jag wire high performance guidewire is intended for a single-use. If reused, the jacket of the guide wire may be compromised and may not be properly insulated for electroconductivity during sphincterotomy". (B)(4).